Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who has an external neurostimulator (ens) for urge incontinence and fecal incontinence. The patient reported that she was under trial for interstim. The patient reported that the device was not working, and that it didn't work on the other side. The patient stated that she had turned the stimulation up, but hadn't felt it since leaving the clinician's office after the procedure. The patient noticed dried blood on the bandage. The patient reported that she has had some gas and mentioned that she may have a uti. The patient stated that she was in pain. On (B)(6), the patient reported that she has a uti and is currently on antibiotics. The patient reported that she was in constant pain from having this device installed and taped to her back. The area has become very itchy. The patient reported that she has tried to increase the stimulation and either still cannot feel it or it becomes very uncomfortable. It was noted that the trial started on (B)(6) 2018. No further complications were anticipated/reported.